Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 90% stenosed target lesion was located in the calcified and tortuous 180 degree loop of the mid obtuse marginal (om). The lesion was predilated with a 2.0 x 12 mm apex balloon to 8 atms on the first and second inflation. After the lesion was predilated, a dissection was noticed in the proximal om. The physician then advanced the 2.75 x 20 mm taxus liberte drug eluting stent (des) to treat the lesion, but the device was unable to cross the lesion. The physician decided to complete the procedure with conservative medical therapy. No pt complications were reported and the pt's current condition is listed as "well". The pt has been discharged home.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.